Event description:
The complainant alleged that during routine shift check by a clinician, the device's main switch joules settings did not correspond with the displayed settings. The complainant indicated that there was no pt involvement in the reported malfunction.